Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an unknown surgery. The surgery was scheduled and was started at 16:00. The surgeon referred that a plate of the compact hand system will be placed. The patient had an articular fracture on the third metacarpal and comminuted spongy bone was seen. The surgeon performed reduction with kirchner nail and proceeded to place the plate. When the surgeon started to place the distal screws of locking compression plate (lcp) it would not block. The surgeon tried to place the screw in another hole and again was blocked. The surgeon proceeded to place the lcp and other cortical screws, therefore completing the surgery. A surgical delay of 15-30 minutes was reported. The patient was stable. Concomitant devices reported: kirchner nail (part# unknown, lot# unknown, quantity# 1); distal locking screws (part# unknown, lot# unknown, quantity# unknown); this complaint involves three (3) devices. This report is 3 of 3 for (B)(4).